Event description:
Same case as MFR#: 2134265-2010-05751. It was reported that during a stenting treatment procedure, the stent delivery device (sds) became stuck on the guide wire. The lesion was located in the ostium of the right renal artery. An iq guide wire was advanced to the lesion. A 5.0x15mm apex balloon catheter was advanced over the wire and pre-dilatation was performed. A 5.0x16mm veriflex coronary stent delivery system was then advanced over the wire and the stent was successfully deployed. The physician attempted to remove the sds from the iq guide wire, but resistance was encountered and the devices were removed together as a unit. The physician noted that he thought this may have occurred due to the coating on the guide wire "getting chunked up". There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).